Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-aug-2023. The most recent information was received on 26-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced abdominal pain (seriousness criterion intervention required), headache ("headaches"), insomnia ("insomnia"), depression ("depression"), loss of libido ("loss of libido"), flatulence ("gas"), fatigue ("chronic fatigue"), nocturia ("nocturnal urination every 2 hours"), musculoskeletal pain ("muscle and joint pain"), back pain ("back pain"), neck pain ("neck pain"), lacrimation increased ("watery eyes"), hot flush ("hot flushes") and bruxism ("bruxism") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove essure). At the time of the report, the abdominal pain, depression, fatigue, musculoskeletal pain, back pain and neck pain had not resolved. The outcomes for headache, weight increased, insomnia, loss of libido, flatulence, nocturia, lacrimation increased, hot flush and bruxism were unknown. No causality assessment was received for essure with regard to headache, weight increased, insomnia, depression, loss of libido, abdominal pain, flatulence, fatigue, nocturia, musculoskeletal pain, back pain, neck pain, lacrimation increased, hot flush or bruxism. The reporter commented: patient's current condition: constant state of fatigue, chronic pain and depression actions. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 112 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number:(B)(4) on 18-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced abdominal pain (seriousness criterion intervention required), headache ("headaches"), insomnia ("insomnia"), depression ("depression"), loss of libido ("loss of libido"), flatulence ("gas"), fatigue ("chronic fatigue"), nocturia ("nocturnal urination every 2 hours"), musculoskeletal pain ("muscle and joint pain"), back pain ("back pain"), neck pain ("neck pain"), lacrimation increased ("watery eyes"), hot flush ("hot flushes") and bruxism ("bruxism") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove essure). At the time of the report, the abdominal pain, depression, fatigue, musculoskeletal pain, back pain and neck pain had not resolved. The outcomes for headache, weight increased, insomnia, loss of libido, flatulence, nocturia, lacrimation increased, hot flush and bruxism were unknown. No causality assessment was received for essure with regard to headache, weight increased, insomnia, depression, loss of libido, abdominal pain, flatulence, fatigue, nocturia, musculoskeletal pain, back pain, neck pain, lacrimation increased, hot flush or bruxism. The reporter commented: patient's current condition: constant state of fatigue, chronic pain and depression actions. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 112 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.